Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the battery cells were depleted after 10 hours of use. The root cause of the defective cells was not positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.